Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Corroded motor assembly was noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer jumped into the lake with the insulin pump the day before. He stated that there was fluid in the battery compartment and some condensation in the screen but not anymore. No signs of physical damage were found. The father stated that the device was beeping without an alarm on screen and the scroll bar was moving quickly by itself. Blood glucose value was 160 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.